Manufacturer narrative:
Citation: shishido k, et al. Abstract 10041: long term durability of transcatheter bioprosthetic aortic valves. Circulation. 2021 nov 8;144(suppl_1):a10041. Doi: 10.1161/circ.144.suppl_1.10041. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the long-term durability of transcatheter bioprosthetic aortic valves. All data was collected between january 2012 and september 2015. The study population included 114 patients who all underwent transcatheter aortic valve implantation. Medtronic corevalve (n = 28) and edwards sapien-xt (n = 86) valves were implanted in the study population. No patient demographic data or unique device identifier numbers were provided. Bioprosthetic valve failure (bvf) was defined as valve-related death, aortic valve reintervention, or any bioprosthetic valve dysfunction associated with clinically expressive criteria or severe hemodynamic valve deterioration (defined as increased mean gradient, decrease in effective orifice area, or new/increased moderate to severe central aortic regurgitation). During the five-year follow-up, the all-cause mortalityincluded 50 patients. Although the authors did not disclose the circumstances of the deaths for these 50 patients, they did state bvf occurred in 2 patients within five years after corevalve and sapien-xt implant. Based on the bvf definition, corevalve may have been associated with a valve-related death. One patient developed severe bioprosthetic valve dysfunction due to severe aortic regurgitation after corevalve implant. No further details were provided for this case. As noted above, the authors stated bvf occurred in 2 patients within five years after corevalve and sapien-xt implant. Based on the bvf definition, corevalve may have been associated with the need for aortic valve reintervention or bioprosthetic valve dysfunction associated with clinically expressive criteria or severe hemodynamic valve deterioration. No additional adverse patient effects or product performance issues associated with medtronic product were reported.